Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, on stapling of the lung, in the fourth shot the stapler popped, but it shot. On the fifth firing the load fitted but the stapler did not fire, the gauntlet released but did not close the load. The surgical time was extended by thirty minutes or more due to the product problem. The delay occurred due to the changeover time of the stapler and also because the physician had to perform a manual suture because the stapler did not trigger the load, leading to a slight bleeding in the patient, without other events related to the incident. They replaced by stapler and suture in the staple line where the stapler did not fire to complete the case.